Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. One (1) sample was returned for evaluation. Visual inspection showed no discrepancies. Functional inspection was performed with a syringe to infuse water into a bag and leakage was detected in the top corner of the bag. The reported event could be duplicated. During manufacturing, two different leak tests are performed prior to assembly. Therefore, the root cause of the reported failure was due to mishandling during assembly. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that leakage was observed at the point of union between the internal reservoir of the cassette and the connection tube to the extension line during pre-test. No patient injury was reported.